Event description:
The customer reported that the 60-6085-201a, medium, uterine manipulator device was being used on (B)(4) 2024 during a robotic hysterectomy procedure when it was reported ¿during a robotic hysterectomy, the vcare was removed from the vagina in order to remove the uterus. When the vcare came out, the blue cuff part came off. The green cuff and the balloon also came off the introducer and remained in the vagina. The medical student and scrub tech removed the pieces. The entire v care was examined by me and the surgeon. All pieces were accounted for. The balloon and the two cuffs should not come off of the introducer during the procedure. This vcare is defective and could have caused retained item. The item was nagged and placed in the emi box for further inspection.¿. There was no report of injury, medical intervention or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 60 complaints, regarding 65 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the 60-6085-201a, medium, uterine manipulator device was being used on (B)(6) 2024 during a robotic hysterectomy procedure when it was reported ¿during a robotic hysterectomy, the vcare was removed from the vagina in order to remove the uterus. When the vcare came out, the blue cuff part came off. The green cuff and the balloon also came off the introducer and remained in the vagina. The medical student and scrub tech removed the pieces. The entire v care was examined by me and the surgeon. All pieces were accounted for. The balloon and the two cuffs should not come off of the introducer during the procedure. This vcare is defective and could have caused retained item. The item was nagged and placed in the emi box for further inspection.¿. There was no report of injury, medical intervention or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.